Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states their levels were around 300mg/dl. The customer states they had an MRI done. The customer states the presence of motor position encoder error. The customer states half of the reservoir lip is broken off. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and a confirmed e70 error alarm was found in the alarm history due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump had broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.